Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "esc" and "act" buttons were nonresponsive. The customer's blood glucose level was 133 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored, all operating currents tested within specified range. No failed battery test and no unexpected alarms noted. All buttons function properly. However, moisture damage was noted on keypad traces. The original belt clip was not received and no damage to belt clip slot noted. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).